Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging multiple loss of prime issue with no resolve. There was no additional information available for this complaint. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.